Event description:
A consumer's spouse reported that following intraocular lens (iol) implant surgery, the lens was incorrectly positioned in his wife's eye. The lens was exchanged three months later. During the exchange procedure, the first replacement lens (unknown manufacturer) broke. A third lens (unknown manufacturer) was then implanted successfully. During the exchange surgery, bleeding occurred during removal of the lens debris and the cornea was damaged. The procedure was reported to have taken an additional 70 minutes to complete. Post surgery, the consumer immediately noticed a dramatic decrease in vision compared to the original cataract surgery. The surgeon was notified and told the consumer that was "standard recovery" and to monitor her vision. After several weeks, there was no improvement so she was referred to a cornea specialist, who recommended waiting an additional 60 days for improvement. She experience no improvement, so a partial cornea transplant was completed. The consumer had stage IV breast cancer and had begun another round of chemotherapy. She died nine months following the initial implant surgery. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested by phone and fax. A completed questionnaire was not received.